Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus express2 3.0x16mm drug eluting stent to an unk vessel, but was unable to cross the lesion. When the stent system was removed, " the stent barb was sticking up. " the procedure was completed using a non bsc device, unk size. No pt complications occurred. The pt status is satisfactory.